Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-13315. It was reported that the patient presented for follow up in-clinic after an alert was received for non- sustained right ventricular over-sensing. Upon interrogation, it was noted the right atrial lead exhibited a failure to sense. There was also loss of capture exhibited by both the right atrial and ventricular leads, with the ventricular lead far p- wave over-sensing. Lead dislodgement was suspected. It was noted that the patient had twiddlers syndrome. Therapies were inactivated and programmed to vvi. The patient was stable. Chest x-ray confirmed lead dislodgement. Both the leads were explanted and replaced.